Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges the connector sheared off when disconnected from the catheter mount during transfer from the operating room. Alleged malfunction occurred during use. Airway was replaced. No injury to patient reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the airway tube was discolored. It was also noticed there were jagged edges on the broken connector. The jagged edges appeared to be ruptured by force. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The concentration of detergent and holding time of the autoclaving setting were unknown. A concentrated detergent or overrun holding time could have possibly adversely impacted the sturdiness of the connector properties, which therefore could have been adversely impacted when external force was applied.

Event description:
Customer complaint alleges the connector sheared off when disconnected from the catheter mount during transfer from the operating room. Alleged malfunction occurred during use. Airway was replaced. No injury to patient reported.